Manufacturer narrative:
The pod did not initially pair with the master controller. All three batteries were found to be slightly lower than expected. The pod was attached to a power supply for download. It is unknown when or what caused the batteries to deplete or if impacted the initial run of the pod. The download data shows the device was deactivated after first prime, prior to when the needle mechanism is intended to deploy. Since the cannula has not yet been inserted, it could not have dislodged at this point. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. The device generated an 0x10 hazard alarm indicating reset caused by sawcop expiration. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would cause the hazard alarm. The exact cause of the reported alarm could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.